Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and was experiencing high blood glucose of 480 mg/dl. The customer treated with manual injection. The customer stated he had changed the set and battery and alarm is recurring. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit. During troubleshooting, the customer removed the infusion set and the cannula was not bent but had bleeding at site. The site did not show signs of infection and it was not actively bleeding. Customer was advised to change the entire infusion set and reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.